Event description:
IT WAS REPORTED THAT THE PATIENTS DEVICE WAS NOT FUNCTIONING OPTIMALLY WITH ONLY ACHIEVING HALF OF ITS CHARGING CAPACITY. THE PATIENT UNDERWENT IMPLANTABLE PULSE GENERATOR (IPG) REPLACEMENT PROCEDURE. NO FURTHER INFORMATION HAS BEEN OBTAINED DESPITE GOOD FAITH EFFORTS.

Event description:
It was reported that the patient's device was not functioning optimally with only achieving half of its charging capacity. The patient underwent Implantable Pulse Generator (IPG) replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Investigation Result:The device was not returned to Boston Scientific for analysis.Device History Record:A review of the Device History Record (DHR) was conducted. The records indicate that the device met all applicable acceptance criteria and release requirements prior to distribution. No manufacturing-related nonconformances or deviations were identified during the review that could be associated with the reported event.Labeling Review:A labeling review did not reveal any anomalies as it states: System failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.